Event description:
It was reported that the patient experienced muscle stimulation and exit block. A x-ray revealed that the left ventricular lead dislodged. The lead was explanted and replaced. Following the procedure, the patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.